Event description:
It was reported by the user site that on (B)(6) 2025 during a 3dimensions mammography system procedure, the mammographer's hand was pinned between the c-arm and the patient's ambulatory device when rotating the c-arm. The user site reported that the c-arm was in the 90-degree position and the mammographer reached through to move the ambulatory device out of the way and their hand was caught between the c-arm buttons and the ambulatory device. The user site reported that it is unknown if someone or something was depressing the foot pedal lowering the c-arm. It was reported that once the mammographer's hand was caught depressing the buttons, the c-arm would not raise. It was reported that another individual at the user site was able to move the ambulatory device enough for the mammographer to remove their hand. No patient injury was reported. The c-arm was able to respond normally once the mammographer's hand was removed and no problem with the system itself was reported by the user site. The user site reported that the mammographer went to an occupational health department due to the injury and needed an x-ray and thumb brace due to swelling from the injury. The customer said they did not need a hologic field service engineer to be dispatched to assess the device and also reported that the device is operational. No further information is available.